Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the tip of the arthroscope left an 8 - 10 mm circular burn mark on the pt at the end of a right shoulder arthroscopy case. It was further reported that the arthroscope was burning from the inside to the outside of the pt. It was not necessary to use another device since the burn was noticed at the end of the case. The procedure was successful.